Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 87mg/dl and blood glucose was 46 mg/dl. Troubleshooting found that the customer had bent cannulas on previous sensors. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor and follow up if any further questions of if any issues persist.